Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing elevated blood glucose levels (approximately 300-400 mg/dl). Customer has consulted with their health care professional on adjusting settings, however, bg's still remain elevated. Customer stated they have been dealing with a high amount of stress as well as a bacterial infection. Recommendation was made to discuss diabetes management with their health care professional.

Manufacturer narrative:
Corrected data: product problem- removed.